Manufacturer narrative:
Submit date: 11/14/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Because the lot number was not provided, it is not possible to review the lot history for this complaint. Prior to a lot being released, it must be deemed acceptable by passing 100% continuity for both the infant and maternal monitoring during in-process inspection. Current manufacturing practices require production to be sampled and inspected based on valid sampling plans. These sampling plans have been reviewed as part of the investigation and have been found to meet the outgoing acceptable quality level (oaql). In addition to sampling and testing, production employees also perform 100% visual inspection as part of manufacturing requirements. One used sample was returned by the customer for this complaint and an examination of the returned product was performed. A visual inspection of the electrode did not reveal any excess flash on any part of the molded areas. Additionally, using gloves the area identified in the complaint as allegedly causing the cut was tested to see if the defect could be replicated; no cuts or damage was observed on the gloves. The most probable root cause of this failure could be improper/inadequate device attachment of the spiral to the presenting part which caused the spiral to be exposed to the handler. It is worth noting that paying strict attention to the directions for use, specifically, rotating the handle clockwise about 360 degrees (or until resistance is met) will help to ensure correct fse operation. An investigation into the failure mode as stated in this complaint regarding the customer cutting their finger on a plastic barb was performed. All fse product is 100% inspected for excess flash and is trimmed off before it can proceed to the next step in the process. Three samples were obtained from manufacturing with the excess flash still intact in an attempt to replicate the incident as described in the complaint.

Event description:
The failure mode could not be replicated as the flashing did not cause any cuts or damage to the plastic gloves in any way. Since this complaint is unconfirmed and no complaint trend exists, no corrective action is required at this time. This complaint will be recorded for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a fetal scalp electrode (fse). The customer reports that the nurse had already placed the scalp electrode, so the guide had been removed. She was inserting an iupc and to do this, she has to place her fingers between the baby's head and the moms cervix. It is a very small area to work in and as she was withdrawing the guide for the iupc, she caught her finger on the metal part of the electrode . The customer stated that it tore her glove and cut her finger, so she had to do the exposure protocol. The patient was tested for hiv, hep b and hep c. Results were negative for all 3. The customer further stated that they believe her finger was actually cut by a small barb of plastic on the top of the plastic cylinder where the metal spiral electrode resides.